Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, missing end cap sticker, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that insulin was squirting out during the manual prime process. Customer also stated that he was unable to exit the preparing to prime loop on the insulin pump. Customer stated that the insulin pump was hit against a hard surface the previous day. Blood glucose level was 100 mg/dl at the time of the call. No further information was provided.